Event description:
Healthcare professional reported shape disfiguration, 'breast deformity', and rupture on right side confirmed by ultrasound. Rupture was diagnosed during explant surgery. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell is assessed as inconclusive. No other observations observed, no further actions are required. Additional, corrected and/or changed data: b.5, b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported shape disfiguration, 'breast deformity', and rupture on right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d.6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported shape disfiguration, 'breast deformity', and rupture on right side confirmed by ultrasound. Rupture was diagnosed during explant surgery. The device has been explanted and replaced with a non-abbvie device.